Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that during a spinal surgery, the patient¿s catheter was inadvertently cut. The original catheter length was 86cm and they removed another 1.5cm today. They spliced it back together using a connector pin. It was unknown if the spinal portion of the catheter was aspirated or cleared of drug and it was unknown how long the spinal portion of the catheter was for priming the catheter. The patient was staying in the hospital overnight, so they planned to monitor the patient. The device system was delivering clonidine and morphine. It was later reported that the patient was receiving effective therapy the next day. The patient did not experience any symptoms related to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during a surgical nerve compression surgery in (B)(6) 2014 the health care professional (hcp) cut her "pump line" causing the headaches. It was noted that this was repaired and connected while they were in surgery. The patient was under "more and more" anesthesia. The patient was being "fed anesthesia" while waiting for the part. It was noted that anytime the patient comes out of anesthesia she needs a sumatriptan shot for her migraines. The patient's previous migraine doctor had put her on a series of shots that she had been using and it was working fine until the excruciating headaches. The patient had migraines for 6 years which had been accelerating for the prior 2 years.